Manufacturer narrative:
(B)(4)

Event description:
During a follow-up, high impedance was noted. Lead dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
A complete lead was returned for evaluation. Visual inspection revealed no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation revealed the cause of the reported high impedance could not be confirmed.